Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 26-dec-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The customer reported issue was that a cassette not attached error occurred. The issue was verified through the event log. The cause of the reported issue was due to fluid ingression and scratches to the downstream sensor. The reported issue was resolved by replacing the downstream sensor, downstream bezel, and downstream seal. Device passed all functional and delivery tests after repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement.